Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed during the call, and technical assistance support advised the customer to navigate on the cv-1500 touch panel to: settings user preset (letter) edit release prefreeze data to save, and if the option was set to hd, to change it to hd sd, then save and close. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device image cannot be displayed. The issue was found during a service / maintenance. There were no reports of patient involvement.